Event description:
The customer returned the duodenovideoscope, which is a preventive maintenance, with no reported complaint. However, during the evaluation of the device, chipped adhesive at the objective lens and light guide lens, as well as corrosion at the distal end (c body) were observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the chipped adhesive at the objective lens and light guide lens, as well as the corrosion at the distal end (c body), was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.